Manufacturer narrative:
Updated manufacturing plant address : d3. One device was returned for analysis. Visual inspection found a degraded downstream occlusion seal. Review of the event history log (ehl) showed no errors. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a degraded downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was delaminated, the rear label was damaged, and the device required a software upgrade. This occurred during testing, and there was no patient involvement.